Event description:
It was reported that there were air bubbles in the infusion set tubing during the pumping process, which was discovered while troubleshooting for an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer decided to replace the supplies and intended to resume insulin administration following necessary replacements.